Manufacturer narrative:
(B)(4). The (B)(4) breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. (B)(4). The returned complaint inspiratory limb was visually inspected and an electrical resistance of the heater wire in the inspiratory tube was tested using a multimeter. The visual inspection revealed no physical damage to the complaint inspiratory limb of the breathing circuit. The electrical resistance test found the inspiratory heater wire resistance to be within specification for this product. No fault was found with the complaint inspiratory limb of the breathing circuit. All breathing circuits are visually inspected and electrically tested during production and those that fail are rejected.

Event description:
A hospital in (B)(6) reported that an (B)(4) adult inspiratory-heated breathing circuit generated a heater wire alarm on the (B)(4) humidifier during setup.